Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead was oversensing noise that caused false mode switch episodes. The patient later presented in-clinic for follow up. Upon investigation, the lead also exhibited intermittently small p-waves and noise had been recorded. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the case.